Manufacturer narrative:
User facility personnel immediately powered down the integrated digital surgical rack. A steris service technician arrived onsite to inspect the unit and found that the isolation transformer had overloaded. Isolation transformers are used to protect equipment from electrical surges. The technician replaced the isolation transformer, tested the unit, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported a burning odor and smoke emitting from their integrated digital surgical rack during a patient procedure. Report of staff nose and eye irritation. The procedure was completed successfully.